Event description:
It was reported that during a laparoscopic gastric bypass procedure, device was leaking from the trocar. They change to another component and it worked without leaking from the trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.